Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call that they were experienced high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. Customer has been reporting a skin issue associated with product insertion site was pain. Auto mode feature information was unknown. The insulin pump will not be returned for analysis.